Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/25/2017 with the following findings: the battery compartment was cracked between the bumper pad and the cover. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the battery compartment was cracked.. This report is made based on results of investigation completed on 09/25/2017.